Event description:
It was reported that patient presented in hospital after experiencing inappropriate shocks from the right ventricular lead. There were no other electrical anomalies due to the issue. There were fractures observed on both right ventricular and atrial leads. The leads were capped and replaced on (B)(6) 2017. The generator was reported to have been replaced during the procedure as well. The patient was reported to be stable before during and after the procedure.